Event description:
It was reported that the patient¿s system was not functional. No product problems, signs and symptoms, outcome, or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v415400, implanted: (B)(6) 2010, product type: lead. (B)(4).